Manufacturer narrative:
Product analysis: product analysis: it was determined during analysis of the programmer that there was an odor noted from the power-supply and was out -of-specification, however it was functional and was replaced as preventative. Analysis also noted that the stylus was missing, the left keyboard hinge was broken, the key-pad printer intermittently did not respond correctly, the paper tray was empty, and the logo button was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.